Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy one pump had "service due" and "no disposable, pump won't run" alarms. There was no air in the line. The residual volume was 11.1ml and 87.45ml had been administered at a rate of 52ml/24hr. There was no patient injury.